Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 190 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended. Reportedly, the pump supplies were changed to address the issue. Customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarms declaring.